Manufacturer narrative:
This report is filed on december 07, 2018

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery. This report is filed on january 08, 2019.